Event description:
It was reported that the hvlic increased suddenly. The hvlic vectors showed the vectors out of range values. The pocket was reopened the next day to check the lead in header. When the physician gently pulled on the svc df-1 connector it came out. The physician re-inserted lead into header successfully. All parameters were stable.

Manufacturer narrative:
Na